Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 12/15/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate values, but it was not reported what the cgm device was displaying during the event. The patient did not experience any symptoms and adjusted the insulin rate of the pump, according to the cgm reading. The patient subsequently suffered hyperglycemia, and experienced dizziness. The patient then suffered a myocardial infarct, which was reported to have happened simultaneously with the insulin administration, even though the patient was not sure any more about the specific timeline. The patient was in his car during this time and was able to stop the car and called an ambulance. While waiting for the paramedics he called his wife to make sure he would stay conscious. The patient was brought to the hospital by the paramedics, and at the time the patient arrived at the hospital the cgm reading was 150 mg/dl and the blood glucose reading was 1130 mg/dl. The hyperglycemia was treated with intravenous insulin and the patient insulin pump was also connected to provide insulin faster. For the treatment of the myocard infarct the patient received 3 stents and was given unknown anticoagulant medication. The patient claimed it took longer than 24 hours to recover from hyperglycemia, and that as the recovery for the myocard infarct took longer, he was discharged after 6 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code -e0612 - ischemic heart disease.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate values, but it was not reported what the cgm device was displaying during the event. The patient did not experience any symptoms and adjusted the insulin rate of the pump, according to the cgm reading. The patient subsequently suffered a hyperglycemic shock and was brought to the hospital. At the time the patient went to the hospital the blood glucose reading was 1130 mg/dl. At an unknown point during the event the patient suffered a myocardial infarct, reported to have happened on the same day as the hyperglycemic event. No treatment was reported for the hyperglycemia but the patient received 3 stents and was given unknown anticoagulant medication. It is not known how much time the patient spent in the hospital but at the time of the event, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.